Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection verified the reported condition of stuck battery pins. Evaluation observed two positive, two data, and one negative battery pin to be depressed. This condition caused the device to experience intermittent power. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had depressed battery pins. There was no patient involvement. No additional information is available.